Manufacturer narrative:
During evaluation of the treatment tip, service found a breakdown around the radiofrequency trace of the tip membrane. This damage can cause reported sparking during the treatment. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first and second-degree patient burns associated with the breakdown of the dielectric membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Errors were observed on the data logs and indicates a recoverable problem that requires operator intervention. Based on the evaluation of the data, the system performed as expected. Based on the available information, breakdown around the radiofrequency trace of the tip most likely contributed to this event. Product evaluation confirmed the failure mode. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Burns and blisters are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not serious. Final test verification specifications are acceptable. No non conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 101920-016. There is an existing nc/CAPA opened for this type of complaint.

Manufacturer narrative:
The product was returned and evaluated. Burnt traces were confirmed on the tip surface. The tip was validated and verified against the solta database. Tip start time is 3:27:7 am on 06/08/21 and was used for 508 treatments. The tip passed the flow test and failed the leak test. The tip failed the visual inspection for burnt trace on the tip surface. Dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed. The system logs were evaluated and based on the tip''s information, the event date that reported on the case could not be found. It was found that the system lost communication to the thermistors intermittently. It happened very fast in milliseconds, so fast that it did not trigger the error code. This phenomenon did not affect the treatment. It is recommended to check the hp¿s pogo pins to make sure all are protruding out evenly. The plant evaluation is underway.

Event description:
A user facility reported that during a face treatment on pulse 692 they got a spark which caused a burn on the patient's forehead. They opened a new tip to complete the treatment. The patient experienced burn on forehead during a procedure due to a spark on the tip of the device. No treatment was given and the current status noted that the patient feels pain on the area and no other places. The exact location of injury is the forehead. The available picture was reviewed. Mild erythema is visible on forehead with a small burst blister. No secondary intervention was required to treat this event. The patient felt a little bit of pain on the burn spot but didn¿t feel uncomfortable for other areas on the face or body. The patient has not undergone any other treatments in the same symptom area within the past 30 days. This occurred at rep 692 with an energy level of 3.0. No system errors occurred, nor was anything noticed out of the ordinary during treatment. Solta medical croygen and coupling fluid was used during this treatment. Approximately 2 bottles of coupling fluid was used during the treatment. The treatment tip surface inspected prior to use and the tip looked good to use. The tip surface was re-inspected during the treatment for every 30-40 pulses, and the technician didn¿t see anything suspicious until the spark suddenly occurred at rep 692, she immediately stopped the treatment on our patient, and then tried on her own hand, spark showed again. This is the first time the treatment tip was used.